Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to inspect and clean the affected areas of the pump, including removing an o-ring from the pneumatic tap, before successfully completing the cartridge load process and resuming insulin use.